Event description:
It was reported that the radius locking cap broke upon insertion, a piece of the cap stayed on the cap inserter and a fragment stayed in the screw. The surgeon removed the fragment from the screw head and used another locking cap.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the radius locking cap is a 2-piece assembly. The bottom piece of the reported locking cap was returned and inspected under magnification. The lot# of the damaged device was unknown because the laser marking is only present on the top piece of the assembly, which was not returned. The inspection of the bottom piece showed the material fractured near the edge of the proximal surface. The assembly is held together by crimping the two pieces together such that material interference prevents the disassociation of the two subcomponents. The exact cause of the applied forces that would result in the observed disassociation is unknown. Conclusion: the fracture is likely due to excessive applied tensile force between the two pieces of the assembly (pulling apart the two piece assembly).

Event description:
It was reported that the radius locking cap broke upon insertion, a piece of the cap stayed on the cap inserter and a fragment stayed in the screw. The surgeon removed the fragment from the screw head and used another locking cap.